Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the customer experienced low blood glucose with blood glucose of 30 to 40 mg/dl at the time of the incidents. The customer used food to treat. The customer experienced symptoms such as being a little off. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer could not be identified or reached. The customer also mentioned sensor longevity issues. The insulin pump will not be returned for analysis.